Event description:
It was reported that the patient experienced chest pain and presented to the emergency room. A CT scan and an echocardiogram was performed, and the physician confirmed that the screw from the atrial lead was slightly out of the lateral free wall. There was no pericardial effusion, but the patient¿s pain persisted. The patient was scheduled and transferred to a different facility for atrial lead revision. On (B)(6) 2022, the lead was repositioned to the low lateral right atrium. The patient was stable before, during, and after surgery.